Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty gas deliver engine(gde). The gde was routed to factory service where the reported issue was reproduced and isolated to a faulty transducer communications alarm assembly board.

Manufacturer narrative:
Results of investigation:the faulty transducer communications alarm assembly board was routed to the failure analysis lab where the reported issue was reproduced and isolated to a faulty alarm function. This failure is part of an internal investigation.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the alarm does not sound and the secondary alarm does not sound either. This was noticed during testing prior to putting the device into service and there was no patient involvement.